Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, the device was attached to the test usg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches were functional. A visual inspection on the received condition was performed on the device; there was some tissue build up noted. The ptfe pad (teflon pad) was inspected and found it was severely worn and exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The movement of wiper was normal. The consistency of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Additionally, market quality (mq) grasped a wet cotton pad soaked with saline with the distal end of sb-0535fc. Mq activated the max switch on the sb-0545fc and observed vapors of moisture indicating power was being provided to the distal end. Mq then activated the var switch and again observed vapors of moisture indicating power was being provided to the distal end. Mq was unable to see any error codes populate throughout the duration of testing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the tip of the sonicbeat 5 mm, 35 cm, front-actuated grip splintered but did not fail inside the patient. There was no harm or user injury reported due to the event. This is part one of part two of two related events. Patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e2, e2, h6, and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to severely wear out and partially separated. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.